Event description:
It was reported that the customer believed that something was wrong with her insulin pump due to having high blood glucose readings and air bubbles. Her blood glucose level was unknown at the time of reporting, but she stated that her highs had been ranging between 234mg/dl and 295mg/dl. She further reported that her last infusion set had a bent cannula, which may have caused the bubbles. She declined high blood glucose troubleshooting. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.